Event description:
A medical assistant reported there was low lighting from the tabletop illuminator prior to surgery. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The company representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on june 27, 2012. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event cannot be determined conclusively. (B)(4).